Event description:
It was reported that the customer passed away. The report stated that the customer had flu like symptoms, vomiting, extreme fatigue and thirst. The next morning he had passed away. Cause of death, natural causes secondary to complications with juvenile diabetes. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.